Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they were having a return of symptoms and felt that the ins was not working. Patient mentioned that the symptoms started around "beginning of april." Patient mentioned that they felt pain on the area where the neurostimulator was implanted. Patient mentioned that they felt the stimulator moving when they are walking. Patient mentioned that they have a problem with their knees (meniscus issue) and it is painful and already seeing a different doctor for it and they needed surgery and MRI for it. Patient also mentioned that they were taking pills from their doctor to control their incontinence and the therapy was working maybe 70% because they could return to the bathroom which was 8-9 feet from their bed but they were still wet. Patient mentioned that they were able to make adjustment on their therapy and felt the stimulation on their bike seat area. Agent reviewed communicator function when adjusting therapy. Patient will maintain stimulation level and will continue to track symptoms. The patient was redirected to their healthcare provider to further address the issue if the issue persists. Patient have an appointment with their healthcare provider (hcp) on may 8.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. B3: date is approximate. Year is confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.